Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 11/11/2014 with the following findings: unable to duplicate the complaint, information for the complaint is overwritten. No defect was found. The black box starts on (B)(6) 2014. Due to continuous use of the pump the black box data and histories for the event on (B)(6) 2013 have been overwritten. . Review of the available black box and alarm history shows no alarms related to the complaint. The tdd¿s add up correctly and reflect the user programmed basal rate. Pump successfully passed a delivery accuracy test and was found to be operating within required specification and delivering accurately. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2013, the lay-user/patient contacted animas to report she had the incorrect insulin to carbohydrate (I:c) setting. The patient reportedly was working with her hcp to adjust her I:c ratio since she is requiring a lot less insulin. Every time she took bolus insulin for a meal, her blood glucose dropped very low into the 40 mg/dl range. The patient did not want to give specific symptoms but states ¿she can feel her lows.¿ troubleshooting revealed that the patient was changing the I:c for only the 12 am time period and not the other 3 time period. The alleged issue was resolved with training. This complaint is being reported due to use error. The patient had low blood glucose in the 40 mg/dl range while on insulin pump therapy and her I:c setting was not correct.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.